Event description:
It was reported that during an iliac stenting treatment procedure, the 6f iliac 8x20x75 unistep plus stent actually measured 8x40x75. The procedure was completed with this device with no pt complications. The current pt condition is reported as "fine".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.